Event description:
It was reported that the customer experienced unexpected low bgs. Troubleshooting conducted during the phone call indicated the pump appeared to be operating normally. Customer reported due to low bgs, pt was involved in a vehicle accident.